Manufacturer narrative:
Product event summary: the 10fcc13 of lot number: 0012741072 was returned and analyzed. Visual inspection prior to disassembly and functional testing was performed on the shaft, handle, and dilator. Visual inspection of the shaft area was performed. No anomalies were identified. The shaft is intact with no apparent issue. No kink or any damage was observed on the surface. Visual inspection of the handle area was performed. The inspection identified a kink at the side port tube. The functional testing was performed. No anomaly was discovered. The steering mechanism and deflection tests were completed successfully. Primary deflection at 90° and 180°, as well as secondary deflection at 90°, were achieved without any issues. The mechanism operated smoothly, with no friction, resistance, or unusual noise. The dilator was inserted into the sheath and retracted several times, without any friction. The dilator was snap-locked to the sheath and was tight. Visual inspection and magnifying with a high-resolution microscope showed the dilator luer and tip was intact without any issue. The syringe pressure test was conducted at a flow rate 2ml/min, and the pressure system recorded was 0.2 psi (should be below 6psi). Verification testing confirmed that the tubing continues to allow fluid flow and that the device functions as intended. In conclusion, the sheath failed the return product inspection due to a kink observed at the side port tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, during the flushing of the sheath, an insufficient amount of saline came out from the tip of the sheath, and the physician reported that more force than usual was required to flush. Additionally, it was reported that inserting the dilator felt unusually stiff. The sheath was replaced, which resolved the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.